Event description:
New information notes the lead was explanted and replaced during device change-out for normal eri. X-ray and fluoroscopy images of the reported externalized conductors were inconclusive. Electrical testing revealed low r-waves. The externalized conductors were observed once lead was explanted.

Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.